Manufacturer narrative:
(B)(4). The device was not returned for analysis. It may be possible that anatomical conditions cause the distal end of the balloon to inflate more than the proximal end causing the stent migrate proximal into the shaft; however, this could not be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the common iliac artery with mild tortuosity and mid calcification. The 10.0mmx29mmx80cm omnilink elite 35 otw stent delivery system (sds) was advanced to the lesion successfully through a non-abbott 6f introducer sheath; however, during inflation the balloon inflated irregularly causing the stent to dislodge from the balloon and move proximally onto the distal shaft. The balloon was left inflated at 2 atmospheres in an attempt to retrieve the stent and also preventing additional movement of the stent in the vessel. As the catheter was retracted, the proximal taper of the balloon compressed the distal portion of the stent, crushing the stent. A cut down was performed to remove the dislodged stent and the catheter from the anatomy. No additional information was provided.